Event description:
It was reported that customer experienced cartridge alarm on tandem mobi pump, with no exposure to magnets and not during cartridge loading, and that similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed until replacement arrived, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.